Event description:
Customer called to report while the set was being changed and while manually priming, the insulin continued to exit but the number of units were not seen on the screen. Device was not dropped.